Manufacturer narrative:
This issue was previously reported under MDR number 1415939-2020-00003 under a different suspect device. Patient identifier: multiple = (B)(6). Patient information: no further patient information is available. A service representative inspected the analyzer and noticed the analyzer generated error codes 3350, 3356 and 5000 at the time the discrepant results occurred in addition to the 3 wz2 tubing/thermistors being crusty(crystallizing). The stat syringe and pm sensor were replaced, and the wash zone 1 and 2 manifolds and pre-trigger/trigger manifolds were checked as well as performed the flushed fluids procedure. Service determined the syringe assy (rohs)_ part number 7-77650-06 was the likely cause of the issue. Service verified the system function with a qc (quality control) run. A review of service history for the analyzer verified no subsequent issues have been reported since service intervention. A review of tracking and trending data in the product monitoring review revealed no systemic issues or trends associated with discrepant results. The i2000sr erratic result rate was within acceptable limits with no trends identified. A review of manufacturing documentation and trending data for the syringe assy identified no issues or trends. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.

Event description:
The customer obtained falsely elevated architect stat troponin-I results. The customer uses a cutoff of 0.03 ng/ml. The following results were provided: patient 1: (B)(6) 2019 sample ID (B)(6) generated 0.23 ng/ml, 3 hr recollection <0.01 ng/ml, next day recollection <0.01 ng/ml. Patient 2: (B)(6) 2019 sample ID (B)(6) generated 0.63 ng/ml; retest on original and alternate architect <0.01 ng/ml. The patient's subsequent samples also generated <0.01 ng/ml. Patient 3: (B)(6) 2019 sample ID (B)(6) generated 0.11 ng/ml; retest on original analyzer 0.04 ng/ml and second analyzer 0.02 ng/ml. No impact to patient management was reported.